Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 33 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not mention any symptoms related to low blood glucose event. Customer was not alleging insulin pump was over delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that they do not use auto mode feature. Customer stated insulin pump also alleged under delivery. Customer¿s blood glucose level was 294 mg/dl at the time of incident and also stated that after lunch the blood glucose level went to 194 mg/dl, climbed to 294 mg/dl and had pizza for lunch but only gave regular bolus without adding pizza and did a correction bolus. Customer reported that during self test hardware low level failure error occurred. The insulin pump will not be returned for analysis.